Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range.

Event description:
It was reported that there were pacing impedance spikes seen with the patient's right ventricular (rv) lead. Troubleshooting was performed but could not determine if there was a possible rv lead fracture or a possible set screw concern with the patient's implantable cardioverter defibrillator (ICD). One month after the report the ICD was explanted and replaced. The rv lead was capped and replaced during the same procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.